Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator replacement procedure with their atrial lead over-sensing noise. The over-sensing had been taking place for some time before the surgery. Physician suspected a fracture or insulation anomaly. Lead was capped and device was upgraded to a single-chamber device. Patient had no consequences as a result of this procedure.